Event description:
It was reported that the autoplex was being used in a procedure, when after mixing the cement, the tubing that connects the mix chamber to the cement injector came apart. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Based on the investigation findings the claimed condition was confirmed. The transfer tube broke off. Upon returned unit evaluation, it was noticed the umbrella valve was damaged (deformed). The most likely scenario was the transfer tube broke off because the umbrella valve deformed, clogging the cement path. The umbrella valve is a one way valve that allows cement to enter into injection reservoir from valve insert and prevent any back flow of cement. The most probable root causes for the reported condition are associated but not limited to the following: user operates the cement injector prior to mix/transfer creating an obstruction to cement flow. Workmanship error during the execution of manufacturing procedure of (B)(4). Inadvertently the operator twisted the umbrella valve while inserting in the valve insert (p/n 0605-580-042). Excessive cement pressure/back cement flow. Component (umbrella valve) related: improper design/improper material selection. A definite root cause could not be determined. The following facts from returned unit evaluation concluded a multifactorial root cause. The piston head was detached from the delivery piston and this could indicate the user operated the cement injector prior to cement mix/transfer completion causing clogging. It was observed the stem of the umbrella valve occluded some openings of the valve insert. However there was a hole in the middle of the valve insert as evidence that the stem had been in the correct position in the valve insert at some point. This observation ruled out the possibility of workmanship during execution.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the autoplex was being used in a procedure, when after mixing the cement, the tubing that connects the mix chamber to the cement injector came apart. There were no patient or user injuries, and no adverse consequences.